Event description:
It was reported that after the device was upgraded to biventricular defibrillation device, the right ventricular capture threshold increased and the impedance increased. The lead integrity alert tripped for short interval count and nonsustained tachycardial episodes showing noise. Egms indicated non-physiologic noise and x-ray showed partial insertion on the rv lead into the device. The physician went in to revise the device and suggested that the lead was fully inserted from visual inspection. The physician then disconnected the lead from the device. The lead tested normal throught the analyzer. On re-insertion and tightening of the lead, with tug testing the device, all measurements were normal. The device and right ventricular lead remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.